Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2018. It was reported that the patient has a little pressure/hurting on his back which had been occurring since implant. He switched the program like they told him to and programmed up and down, but that doesn¿t seem to be doing much on either program. The patient has an appointment scheduled for (B)(6) 2018 to see his physician. There were no further complications reported. Additional information was received from a healthcare provider (hcp) on (B)(6) 2018. It was reported that the belt was rubbing over the generator. The issue was resolved by the patient using suspenders. No further complications were reported. The patient reported on 2020-sep-19 that they had to surgically move/fix the lead in (B)(6) 2019 due to the patient getting stimulation in the stomach instead of the leg. When the patient would eat, they would get sick and this went on for over a years, so they fixed the issue after an x-ray in (B)(6) 2019. They had to move the lead down two vertebrae and it is working well except for having to charge too much now. The implantable neurostimulator is only lasting 1 to 1.5 days once charged. When the implantable neurostimulator gets down to 30%, it stays at 30% for over han hour and then says it is finished charging. When he looks again, the screen states excellent recharging quality with a green light. 30 minutes later, the patient was still at 30% and it quit again and said finished. This has been occurring for 2-4 months. The patient was told that the device should last two weeks between charges. The patient's amplitude is set at 9.2 volts as he has a lot of problems with his back. He has been going up and down to see if that would help with the pressure on the back and group c is the best. The patient cannot go down from 9.2 volts as this doesn't help. The patient has an appointment with his health care professional on (B)(6) 2020 who may do an injection for some type of relief.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# unknown implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep called with pt to discuss pt's issue with recharging. Rep checked the recharge diary and there is no indication of any recharge issue; all the registered recharge session were within appropriate time frame. It was suggested that pt keep a diary and then at some point rep meets with pt again to interrogate to see if diary matches what pt is stating.